Event description:
It was reported that one aborted shock due to noise on the lead was observed. Fluoroscopy revealed a visible electrode externalization. Low impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.